Manufacturer narrative:
(B)(4) - device evaluation: a retained cartridge sample from lot # b201934 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test , and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging the patient awoke with blood glucose (bg) of 16.8 mmol/l with ketones and no symptoms suggestive of hyperglycemia. There was no information provided regarding the treatment of the elevated bg. The reporter stated that the pump emitted a "loss of prime" warning the prior day and has emitted four "loss of prime" warnings with the same cartridge the day of the report. The last recorded cartridge change was two days prior, on monday, (B)(6) 2013. On troubleshooting, there was no reported rebooting of the pump and the reporter stated the pump performed full rewind, load and prime steps after each battery or cartridge change. The cartridge was confirmed not to be expired and prepared correctly for use. The cartridge cap was reported to be secured tightly. The reporter denied cartridge exposure to extreme temperatures and denied trauma to the pump. This complaint is being reported because the patient experienced an episode of elevated bg while on insulin pump therapy while using an insulin pump that emitted several loss of prime warnings over the course of two days without a known cause.

Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.